Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8 mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument had an unknown defect. Customer had to use a back-up instrument. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) received following additional information from site's nurse: the instrument had a broken cable and it was returned.

Manufacturer narrative:
The 8mm cadiere forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.